Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the right ventricular lead led to false detection of ventricular fibrillation and inappropriate anti-tachycardia pacing therapy. The device was reprogrammed and the patient is being monitored.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, fluoroscopy examination revealed that the right ventricular lead had externalized conductors. The device tachycardia therapy was turned off and there were no patient consequences.